Event description:
It was reported that the customer was hospitalized because she blacked out due to low blood glucose and a virus. Caller stated that the customer changed the sensor three times because it was giving incorrect readings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-82663.